Event description:
It was reported that this right atrial (ra) lead and this right ventricular (rv) septum lead were exhibiting noise and high capture thresholds, clavicular crush fracture was noticed via chest x ray. The patient had reported experiencing palpitations. The ra lead was explanted and the rv lead was surgically abandoned. Both leads were successfully replaced. No additional adverse patient effects were reported. No adverse patient effects were reported. This product has not returned for analysis.